Manufacturer narrative:
H10: multiple good faith efforts (gfe) were attempted on 09/05/2023, 09/08/2023 and 09/14/2023 to obtain the patient information from the time of the event and confirmation of a permanent removal from service. No response or further information was received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a system error. The device was reported to be in use at the time of the reported problem. No patient harm reported. The customer informed the remote service engineer (rse) that the device was alarming with diagnostic code 76 (tcb buzzer super-cap failure). The customer stated that during setup the device gave a failure alarm and noted the error code. The customer requested the service options to repair the device. The rse advised the customer that the focus device was no longer supports for preventative maintenance or repair. The rse checked inventory for the controller printed circuit board assembly related to error 76 but found that no stock was available. The customer acknowledged the provided information and stated they would recommend removing the device from service inventory. This investigation is ongoing.

Manufacturer narrative:
Multiple good faith efforts (gfe) were attempted to obtain the patient information from the time of the event. No response or further information was received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
H11: philips received a complaint on the bi-pap focus, indicating that there was a system error. The device was reported to be in use at the time of the reported problem. No patient harm reported. The customer informed the remote service engineer (rse) that the device was alarming with diagnostic code 76 (tcb buzzer super-cap failure). The customer stated that during setup the device gave a failure alarm and noted the error code. The customer requested the service options to repair the device. The rse advised the customer that the focus device was no longer supported for preventative maintenance or repair. The rse checked inventory for the controller printed circuit board assembly related to error 76 but found that no stock was available. The customer acknowledged the provided information and stated they would recommend removing the device from service inventory. This investigation is ongoing.